Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, backup vvi was noted on the patient's device. No programming changes were made as the battery was low. The battery was low due to normal elective replacement indicator. The device was explanted and replaced. The patient was stable.